Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump had an error alarm, and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during the prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirted out. Followed by the error alarm. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. No further info was provided.